Event description:
A hospital employee experienced a needle stick injury associated with needles getting caught in the tortuous path of #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes had not dropped through the tortuous path lid and were sticking upward. The employee was given first aid of unknown type for this injury. The incident was reported.

Event description:
A hospital employee expereienced a needle stick injury associated with needles getting caught in the tortuous path of #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes had not dropped through the tortous path lid and were sticking upward. The employee was given first aid of unknown type for this injury. The incident was reported.

Event description:
A hosp employee experienced a needle stick injury associated with needles getting caught in the tortuous path #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes path lid and were sticking upward. The eomployee was given first aid of unknown type for this injury. The incident was reported.

Event description:
A visitor experienced a needlestick injury associated with needles getting caught in the tortous path of #4838c sharps container in an almond cabinet.the container was less than 1/2 full and syringes had not dropped through the tortuous path lid and were sticking upward. It is not known whether the visitor received any first aid or testing.

Event description:
A hosp employee expereinced a needle stick injury associated with needles getting caught in the tortuous path of #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes had not dropped through the tortuous path lid and were sticking upward. The employee was given first aid of unknwon type for this injury. The incident was reported.

Event description:
Seven needlestick incidents, including six hosp personnel and one visitor were reported to be associated with needles getting caught in the tortous path of #4838-c sharps containers in almond cabinets. The containers were less than 1/2 full and syringes had not dropped through the tortous path lid and were pointing upward. All personnel were given first aid of unknown type for their injuries. The incident were reported. Attached are individual reports for each of seven needlestick incidents.

Event description:
A hosp employee experienced a needle stick injury associated with needles getting caught in the tortuous path of #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes had not dropped through the tortuous path lid and were sticking upward. The employee was given first aid of unknown type for this injury. The incident was reported.

Event description:
A hospital employee experienced a needle stick injury associated with needles getting caught in the tortuous path of #4838-c sharps container in an almond cabinet. The container was less than 1/2 full and syringes had not dropped through the tortuous path lid and were sticking upward. The employee was given first aid of unknown type for this injury. The incident was reported.